Event description:
It was reported the pt's device was replaced due to a "sooner than expected" elective replacement indicator message on their device. It was stated the pt's device showed impedances of <50 ohms. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.